Manufacturer narrative:
Product complaint # (B)(4). Evaluation: a labeled winding former and a dispensed needle/suture of product code were returned for analysis. During the inspection visual of sample, the swage and attachment area were as expected. Marks were observed on the body of needle that appears to be by the use of a surgical instrument. The suture was examined and body fluids at some barbs were observed. There were no defects or damages on the barbs noted. However, the two sides of the fixation tab were broken. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
It was reported that a patient underwent a total knee arthroplasty procedure on (B)(6) 2018 and a barbed suture was used. During surgery, the fixation tab of the suture was broken off while suturing the fascia by continuous suturing. Upon evaluation, a fixation tab failure was found. There were no adverse patient consequences reported. No additional information was provided.